Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that they were first implanted in 1997 and then had a battery change in 2012. This new one stopped working completely. The patient did not like the new style because you had to charger every 1 week to 1.5 weeks. It could take 5 hours to charge. The patient stated that they never had this issue with the old style. The old style of their first device had a permanent battery and the patient really like it. The patient reported that they charged too often. It was originally reported that the patient charged every 2 weeks in the first year after implant, but that had changed and they now had to charge every 5 days. The patient stated that after the first year the recharging burden had become a problem. The patient was starting to charge at 25% charge level or less. The patient had not been reprogrammed and did not increase or change their settings. Impedances were run. The patient used group a with settings of 2 being the cathode, 1 being the anode, 2.5v, 450 microseconds, 35 hertz, 14 hrs/per day= 38 days, and the group impedances were 394ohms with all electrodes within normal range. It was reported that the patient had been using stimulation recently; however, their last recharge session was reported to have been in (B)(6) 2016. The recharge statistics from the clinician programmer were 2000-03-01 0.5 hours with 100%, 2000-03-01 hours with 100% charge, 2000-03-01 4.7 hours with 100%, 2015-12-15 for 2.3 hours with 50% charge, 2016-01-292.5 hours with 50% charge, and 2016-03-08 2.2 hours with 75% charge. The typical coupling was all 8 bars. The patient had a persistent thermometer icon. The patient felt warmth with recharging sometimes and it felt like burning so they would stop charging. The patient did not get this heating, burning, thermometer icon with every recharge session. It only happened with some recharge sessions. The heating during recharge was at the ins pocket. The patient was charging through their t-shirt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.